Manufacturer narrative:
A device history record review for the product lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for this reported issue. The sample was visually inspected using 25x magnification and found to be nonconforming. The needle is bent at the stiffener sleeve. A brownish discoloration was present on the port surface. A review of the digital video disc (dvd) returned was performed. No foreign material was observed exiting the probe port during the video. Some bubbles, unrelated to the complaint issue, were observed coming out of the port a few times when the aspiration was suddenly reduced down to approximately 75 millimeters of mercury. Actuation was performed and deemed conforming. No foreign material was observed flowing from the port. The probe was disassembled and the components inspected. The root cause for this event is unknown. (B)(4).

Event description:
An ophthalmic surgeon reported that opaque and lustrous tiny particles were noted during the vitrectomy procedure. The foreign material was removed as much as possible during the initial surgery. The surgery was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).